Manufacturer narrative:
Product involved in incident was returned, but the test strips were expired. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.

Event description:
Caller indicated the relion micro was giving high readings. The customer got a reading of 352 and after an hour and a half he got 340. He believes his usual readings are not that high and that our meter is not accurate. He did take 20 units of insulin right after he got 352 and after checking the second time when he got 340 which he does not believe was accurate, but he still dosed himself (he did not mentioned how much). He was storing the bottle of strips in the kitchen's cabinet. I did explain to him the proper storing techniques and also explained when to do a control solution test. Currently he feels fine but he was feeling sleepy at the time of the incident. Controls not used. Replacing product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is expired so retention samples were not tested. If meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.